Event description:
Patient presented with skin infection at implant site and was treated with antibiotics. Device is still implanted. Cf. Also removed were: cylos dr, MDR 1028232-2007-00365. Selox jt 45, MDR 1028232-2007-00369.